Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Event: product family: scs-linear leads, additional suspect medical device components involved in the, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 5105277 / 5132876.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and were not returned.